Event description:
During a follow-up, noise which resulted in oversensing was observed on a right ventricular (rv) lead. Lead damage was suspected, but not confirmed. A revision procedure was performed. Due to poor vein access, it was not possible to replace the rv lead. The procedure was abandoned and the device was programmed to resolve the event. The patient was stable.

Event description:
During a follow-up, noise which resulted in oversensing was observed on a right ventricular (rv) lead. A revision procedure was performed. Due to poor vein access, it was not possible to replace the rv lead. The procedure was abandoned and the device was programmed to resolve the event. The patient was stable.